Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room via ambulance due to low blood glucose on unknown date with blood glucose level was 23 mg/dl. Customer accidentally administrating too much of insulin. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.